Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. A system check was performed by tandem technical support and no issues were identified. There was no adverse impact to customer¿s blood glucose level.